Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 15.4 mmol/l. The customer alleged the insulin pump was under delivering. Customer was treated with manual bolus. Customer also reported that the insulin pump received a dose of 0.4 without any alarm. Customer performed self test and insulin pump was functioning correctly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.